Event description:
Patient (age and gender unknown) was presented to the interventional lab for a transjugular intrahepatic portosystemic shunt (tips) procedure. The characteristics of the vessel were described as normal. The physician used a transjugular approach, inserted a 9fr, sheath, passed an amplatz superstiff guidewire to the lesion and advanced a protege ev3 stent to the lesion without difficulty. After successfully deploying the stent in the portal vein, the physician inserted a balloon for post-dilation. Upon inflation of the balloon with a 20cc handle syringe, the balloon burst at an unknown atmosphere. There is no information how the procedure was completed. There was no reported patient injury.